Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) findings noted, no anomalies found, all conductors blood/body fluid (not obstructed), outer insluation breached cut, damaged at implant.

Event description:
It was reported that during implant procedure, there was noise and sensing difficulty. The lead was not implanted. No patient complications have been reported as a result of this event.